Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was completed successfully with a slight startup delay. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up properly. Upon functional testing, the fse found that the system was taking a longer time to startup than normal. To resolve the reported issue, the fse reloaded and reactivated the system database. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not bootup, it was stuck at 00:00. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.